Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having a shocking sensation in the right side of their neck. The patient turned the stimulation down and off, but the shocking sensation persisted. The patient reported that it became painful on (B)(6) 2018. The patient was re-directed to their healthcare provider (hcp). No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient will order an MRI if the shocking sensation is not better by march. The patient reported that they recline back when the shocking sensation occurs to get the weight off their back and neck. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jan-02. The cause of the shocking was not completely determined. Possible scar tissue breaking loose and being too close to their lead. On (B)(6) 2018 a new program was added to their stimulator going to their arms and hands which helps. The shocking sensation in their neck hasn't resolved. They have an appointment with their healthcare professional (hcp) on (B)(6) 2018. No further complications were reported/are anticipated.